Event description:
The customer reported to olympus, the olympus asset evis exera ii ultrasound gastrovideoscope was leaky, the blind nut is loose and causes leakage from the elevator channel plug. Upon inspection and evaluation, gap of adhesive on the distal end / stain entered inside the lens through the gap. There is a gap between acoustic lens and ultrasound probe. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process, and the customer's issue of ¿leaky" was confirmed. The following findings were also noted during device evaluation: blind nut is loose, due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements, adhesive on bending section has wear, due to wear of angle wire, bending angle in down direction does not meet the standard value, due to the wear of forceps elevator wire, the forceps raising angle does not meet the standard value, and due to deformation of universal cord, water tightness is lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to wear and tear damage with customer mishandling and with increasing use/time. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.